Manufacturer narrative:
Product analysis device was retuned jaws were entangled with a sheath, and the heat spreader was detached from the distal tip. The shaft was broken position detected with power controller from 444 to 692 indicating an internal shaft bend which could have resulted from the force that broke the catheter. Procedural analysis shows customer was able to close jaws fully, but then reopened and then was unable to close them which aligns with the sheath entanglement in the jaws observed. A repositioning attempt can be seen in procedural analysis and heat cycle was not ran. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using an ellipsys catheter. The artery diameter was 2.6mm. The vein diameter was 2.3. The distance between the artery and the vein was not greater than 1.5mm. It was reported as the physician was pulling the catheter for tissue capture, the distal jaw of the device came through the sheath entrance and inadvertently caught some venous tissue of the perforator. The additional tissue that was on the catheter prevented it from being removed from the sheath. The physician tried reintroducing the sheath, however, it wouldn't proceed through the sheath entrance into the radial artery. While removing the device from the body so that a new sheath/introducer could be placed, the piece between the two "jaws" of the device was bent and no longer usable. A small cutdown was made where the sheath entered the patients arm to aid in removing the device from the body. The catheter broke at the base but this occurred after the procedure when the device was already out of the body. Another catheter was used to successfully create a fistula.